Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. No additional information has been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported there was foreign matter within the product. Per the information received, it appears the hydrocolloid has oxidized as it is a black color. No photos were provided.